Manufacturer narrative:
A2. Reported age (55 years) is the mean age of all patient included in the study. A3a. Reported sex (male) is representative of the majority of patient included in the study. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Jin, h., lv, j., meng, x., liu, x., he, h., <(>&<)> li, y. (2023). Pipeline versus tubridge in the treatment of unruptured posterior circulation aneurysms. Chinese neurosurgical journal, 9(1). Https://doi.org/10.1186/s41016-023-00337-0 medtronic review of the literature article found a retrospective study comparing the safety and clinical efficacy of the pipeline embolization device (ped) and non-medtronic tubridge flow diverter (tfd) for the treatment of unruptured posterior circulation aneurysms, which is off-label use for of the ped. It was noted that a total of 115 flow diverters were used to treat 107 aneurysms. 55 patients were treated with peds. It was noted that all flow diverters were successful implanted with a 100% technical success rate; no device malfunction was reported in the literature article. A total of 9 patients in the study group had procedure-related post-intervention ischemic complications, 4 of these patients were tr eated with ped. Though the adverse events were further described in the article, it was not specified which events pertained to patients treated with ped versus patients treated with tfd. The following adverse events were noted: three patients experienced transient ischemic symptoms: one with unilateral limb numbness, one with unilateral limb numbness and dip lopia, and one experienced cortical blindness. Computed tomography (CT) or magnetic resonance imaging (MRI) revealed no infarction. All three patients totally recovered by discharged after treatment with anti-vasospasm and IV tirofiban medication. Four patients suffered neurologic deficit ranging from mild to severe. Associated symptoms included: hemiparesis, dysarthria, dysphagia, and/or vertigo. CT or MRI confirmed brain stem or cerebellum infarction. Intra-stent thrombosis or perforator occlusion was potential cause. Tirofiban, volume expansion, anti-vasospasm treatment, and agent-promoting collateral circulation were used to address. Physical rehabilitation was recommended at discharge. Aside from the patient who died, one other patient experienced mass effect. It was noted that this patient had been treated for a 26mm giant aneurysm. The event presented as loss of consciousness, dysarthria, and right limb weakness 1 days post-operative. The patient gradually recovered after medical treatment using mannitol and glucocorticoid.